Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 results of investigation: vyaire medical field service technician went onsite to evaluate the device. Unit would not power unless it was plugged in. Found internal battery flat. Possible issue being the unit was running on battery and died. Will charge unit and customer to confirm if unit runs on battery. Confirmed with customer, they will replace battery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that device shut down while on a patient on the avea ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.